Manufacturer narrative:
The o-ring, which seals the co2 canister to the breathing system, had dust from the sodasorb causing an incomplete seal. The incomplete seal caused the patient to rebreath co2. (B)(4). Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/16/17 phone call, 8/17/17 phone call, 8/18/17 phone call.

Event description:
The hospital reported high co2 values. There was no reported patient injury.